Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose reading of 31 mg/dl. The customer was unresponsive and unconscious when the paramedics arrived. The customer was not feeling well enough to troubleshoot at the time of the call. Nothing further was reported.